Manufacturer narrative:
(B)(4) (ovewsew) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling small bowel during a laparoscopic colon perforated diverticulitis small bowel, there was an incomplete staple line. The surgeon said that the stapler cut beyond the staples and was bleeding. It was stated that the bleeding was on the third reload or firing. They had to oversew to fix the bleeding staple line.